Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary olympus was used in the 2r or 4r during an endobronchial ultrasound (ebus) procedure. According to the complainant, during the procedure the distal end of the needle was bent. The procedure was completed with different device. There were no patient complications reported as a result of this event. There were no patient incidents at the conclusion of the procedure.